Manufacturer narrative:
It was reported the dcs currently is being analyzed at the implanting facility and will be returned to medtronic for analysis. A separate report has been filed on the abandoned valve. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: the lot history record for the delivery catheter system (dcs) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device has not been returned for analysis and a conclusive cause could not be determined. The event description states that the physician was attempting retrieval of the valve when the nose cone separated from the dcs. The device instructions for use, warns against retrieval of the valve. During valve retrieval the capsule cannot be fully closed, which leaves the plunger tip unsupported and historically has allowed for the nose cone (plunger tip) to catch on the distal end of the sheath or the hemostatic valve of the sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of a transcatheter bioprosthetic valve, the valve moved out of its targeted location while still attached to this delivery catheter system (dcs). As the valve was being retrieved, resistance was met when attempting to re-sheath the valve into another manufacturer¿s introducer sheath. While attempting to pull the valve back into the sheath, the dcs plunger began to stretch. The dcs nose cone (plunger tip) subsequently separated but remained on the guide wire and inside the valve. The dcs was withdrawn and the separated tip was removed with the use of a snare. No subsequent adverse patient effects were reported.